Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the defibrillator is not turning on. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The defective battery was replaced with a new battery. The device is operational after the defective battery was replaced. The device remains at the customer's site. No further action is warranted at this time.